Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 12 x 3.00 promus premier¿ drug-eluting stent was selected for use. However, during the procedure, it was noted that the stent was uncrimped. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Correction: it was initially reported that stent damage occurred during the procedure, however this is corrected to: it was reported that a 12 x 3.00 promus premier drug-eluting stent was uncrimped. It is unknown when this was noticed.